Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged resulting in the wake button not responding to touch. The customer¿s blood glucose (bg) level was ¿high¿ on the continuous glucose monitor graph. Elevated bg was address by manual insulin injection. The customer reverted to an alternate method of insulin therapy.